Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. Additional steps/test attempts to further support the findings: the instrument was tested multiple times and passed with no issues. There was no problem detected. A review of the instrument log of the large hem-o-lok clip applier (part# 470230-12 / lot# t10200723 / sequence # 0030) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. On system serial# (B)(4). For a cholecystectomy procedure. The alleged event occurred on the 27th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the large hem-o-lok clip applier instrument moved with unintuitive motion (e.g. The instrument moved in an unexpected way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical cholecystectomy procedure, the large hem-o-lok clip applier instrument was unable to fire correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information from the surgical technician on (B)(6) 2022: the instrument was inspected prior to use and no damage was found. The jaw swayed to the left side when clipping was attempted and it was persistent. There was no report of patient harm and no photographic image nor video recording of the procedure was available for review.